Event description:
The reporting facility requested service on this device based upon a report that pump displayed that a pca dose was being delivered but did not actually deliver any medication. The facility's rep stated that there was no report of any pt injury or medical intervention resulting from this situation. Details regarding the medication involved, device programming and pt demographics were not available from the facility's rep.